Manufacturer narrative:
Multiple uses of usb devices (usb sticks, dvd, etc.) On the control panel while transferring via wi-fi. The blue screen is most likely due to a power limitation of the control panel. The wi-fi dongle is located inside the control panel. The wi-fi dongle is attached to the usb hub in the control panel. The usb hub cannot provide enough power to the wi-fi dongle. If there is not enough power, the usb dongle will shut off, (B)(4) device driver will lose the connection and throws a blue screen.

Event description:
The investigation revealed that the system locked-up with a blue screen. Patient's studies are lost and studies need to be repeated. It can happen at anytime, including during an exam. The user would be required to reboot, but also the images may not have transferred due to the loss of the wi-fi connection.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: the system logs were reviewed, and the issue was not found. After reporting the issue, the customer changed the workflow by switching to "end of exam" transfer. On a later date, the customer service engineer reported that the system had seen the issue again since the original occurrence.